Event description:
It was reported that during a procedure, after confirmation of dormant conduction, decrease in the patient's blood pressure was noticed. A mild cardiac tamponade occurred in the left atrial appendage noted by echocardiogram. The patient was transferred to ccu after drainage and CT scan. Bleeding was stopped and the patient was in stable condition, and later improved. Patient prognosis was satisfactory. The physician commented that the event was unrelated to any bwi device.

Manufacturer narrative:
Concomitant products used during the procedure: lasso catheter (product not returned for investigation), model #: d-1220-38-s, lot #.: 15371902l; coolflow tubing set (product not returned for investigation), model #: d-1233-01-s, lot #.: 656031. (B)(4).